Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was likely that the user forcibly connected / disconnected the scope to the video connector, so the lock unit worn out and deteriorated. The instructions for use (IFU) provides the following guidelines: push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. When a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The video connector was worn out causing a poor connection. In addition, the software needed an upgrade. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus the socket for the scope/video connector was broken on the visera elite video system center. The issue was found during maintenance after a procedure. There were no other devices involved in the event. There was no delay in the procedure in which the subject device was used. No patient harm was reported.